Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) remotely recommended to replace the touch screen to address the reported problem. The customer replaced the touch screen and everything is working as it should.

Event description:
The customer reported a touch screen failure. There was no patient involvement.